Event description:
The procedure was coil embolization for internal carotid-posterior communicating artery aneurysm that was mildly tortuous and not calcified. Access site was unknown. The event happened during coil introduction. It was noted that while inserting a presidio (pc4100829-30/f49960, complaint product) in a microcatheter 606-151mx (lot# unknown) the physician experienced severe resistance around proximal section of the microcatheter. Therefore the physician tried to remove the presidio from the patient, but the presidio was prematurely detached in the microcatheter. Then, both the presidio and microcatheter were safely withdrawn as a unit. Afterwards, the procedure was successfully completed and there was no patient injury/complications reported. Prior to the complaint product, two presidio (pc418124030, pc418103430, lot # unknown) were placed in the aneurysm using the same microcatheter without any difficulties. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. Both the complaint product and the microcatheter are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The proximal end of the coil was severely buckled in three places and coil compression was found. The coil was mechanically detached from the device positioning unit (dpu) and was found protruding outside the microcatheter's hub. After ultrasonic, the coil was removed with no problems encountered. Located off the distal tip of the dpu at 4mm, 7mm, and 2.5cm are a series of bent sections. Except as noted the remainder of the coil is undamaged. Located off the distal tip of the microcatheter for a length of 15.0cm is a series of severe to moderate compressions and damage to the tube. Located approximately 57.0cm off the proximal end of the microcatheter a 0.014" guide wire encountered a compete blockage. The tube was dissected and a portion of the liner was found blocking the inner lumen. There are two possible contributing factors to the coils resistance inside the microcatheter that most likely worked in tandem. The first contributing factor may have been the severely compressed sections of the microcatheter that may have caused resistance. The second contributing factor may have been the selection of a 10 series microcatheter that was used with two 18 series microcoil systems prior to the use of the complaint coil which was a 10 series microcoil system. The 18 series microcoil systems may have caused lining to separate when being advanced through the compressed sections which caused a significant reduction and the ovalization of the inner lumen of the microcatheter. When the second dpu was removed a portion of the separated liner may have been deposited downstream from the compressed sections. When the third coil was being advanced inside the microcatheter, it may have found resistance when coming in contact with the separated liner which produced interference or a blockage. The circumstances of how and when this damage occurred to the microcatheter cannot be determined. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The inner lumen of the prowler 14 microcatheter is 0.0165." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation code will be submitted within 30 days.

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00723 and 1058196-2012-00380. The procedure was coil embolization of the internal carotid-posterior communicating artery aneurysm that was mildly tortuous and not calcified. Access site was unknown. The event happened during coil introduction. It was noted that while inserting a presidio ((B)(4), complaint product) in a prowler 14 microcatheter ((B)(4), lot# unknown), the physician experienced severe resistance around the proximal section of the microcatheter. The physician tried to remove the presidio from the patient, but it prematurely detached in the microcatheter. Therefore, both the presidio and the microcatheter were safely withdrawn as a unit. Afterwards, the procedure was successfully completed and there was no patient injury/complications reported. Prior to the complaint product, two presidio coils ((B)(4), lot # unknown) had been placed in the aneurysm using the same microcatheter without any difficulties. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bend etc) was noted on the product by visual inspection. Also no damage was reported on any of the devices after the event. It is unknown if the microcatheter was re-shaped or not. Both the complaint product and the microcatheter were returned for evaluation. Additional information received from the affiliate indicated that the coil did not get stuck in the microcatheter, it only met resistance. No additional intervention was performed and no information if the coil stretched. There was no flow restriction/reduction as a result of the event. It is unknown if there was a loss of target position in the intra-cranial vasculature. Analysis of the returned coils showed that the proximal end of the coil was severely buckled in three places and coil compression was also noted. The coil was mechanically detached from the device positioning unit (dpu) and was found protruding outside the hub of the microcatheter. After ultrasonic cleaning, the coil was removed from the microcatheter with no problems encountered. Located off the distal tip of the dpu at 4mm, 7mm, and 2.5cm are a series of bent sections. Except as noted the remainder of the coil is undamaged. There are two possible contributing factors to the resistance of the coil when advanced inside the microcatheter. These factors most likely worked in tandem. The first contributing factor may have been the severely compressed sections of the microcatheter that may have caused resistance. It was stated that it was unknown if the microcatheter was steam shaped. Steam shaping could possibly explain the compression, which ovalized the inner lumen and would have produced resistance during coil advancement. The second contributing factor may have been the selection of a 10 series microcatheter that was used with two 18 series microcoil systems prior to the use of the complaint coil which was a 10 series microcoil system. Prior insertion of the 18 series microcoil systems may have caused the lining of the microcatheter to separate as the coils were bein advanced through the microcatheter, especially in the compressed and ovalized sections, which reduced the diameter of the inner lumen of the microcatheter. When the second dpu was removed, a portion of the separated liner may have been deposited downstream from the compressed sections, producing a blockage. When the third coil was being advanced inside the microcatheter, it would have encountered resistance when coming into contact with blockage caused by the separated liner. The internal and external damage found to the microcatheter did not occur during manufacturing, but most likely occurred with the end user. For optimum product performance and to prevent potential complications, the instructions for use (IFU) for the microcoil system recommends, 'proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm).' The inner lumen of the prowler 14 microcatheter is 0.0165' a review of the manufacturing documentation associated with the presidio coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The lot number for the prowler has been reported as unknown, therefore the DHR review could not be completed. Therefore, no corrective action is warranted at this time.